Event description:
Patient came to electrophysiology lab for ablation. It was attempted to pace the heart thru the ed med stimulator and were unable to pace. The review screen, keyboard and mouse locked up. The system had to be shut down and restarted. Pacing and ablation were resumed after the last burn, the system locked up again for the second time. The mouse keyboard or review screen which were locked up were unable to be used. The system was shut down again. This time, when restarted the last ablation burn was lost. Follow up reveals:vendor replaced parts, with cause of lock up still unknown. Local rep to sit in on future cases and witness duplicated problem, if it occurs. It was discovered that the keypad control still works when the keyboard locks up.